Event description:
It was reported that on three different occasions, the ventilator reset with an audible alarm while connected to a pt. The pt was placed on another ventilator. No reported harm to the pt.